Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Mre review: a manufacturing record evaluation was performed for the finished device 5592151 number, and no non-conformances related to the reported complaint condition were identified. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent primary breast augmentation with a 325cc mentor memorygel breast implant and experienced left sided rupture post procedure. The rupture was diagnosed through mammography. The patient was scheduled for surgery; however, the procedure was postponed was due to an unrelated complication. At this time no information is available as to a rescheduled surgery date.

Manufacturer narrative:
Additional information was received on 5/6/2019. An explant is planned for (B)(6) 2019. 2. Is other serious-uncheck 2. Is required intervention-check manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The evaluation of the returned device was completed by the failure analysis lab on 07/03/2019. Device evaluation summary: according with the information reported the patient experienced a rupture of the breast implant. During analysis of the sample it was observed to be ruptured. It was received in three pieces. Additional testing was not performed to avoid compromise of the device integrity. No other anomalies were observed. Since the authorization for return and examination of medical device form was not signed and/or returned to mentor, the mentor product analysis lab was precluded from further evaluating the device. Rupture, as indicated in the product insert data sheet (pids), is a known complication associated with mentor mammary prostheses. Causes of rupture of gel-filled implants include, but are not limited to, the following events: damage from surgical instruments, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal daily routines including customary and purposeful trauma to the breast. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 5/22/2019. The analysis has begun but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).